Event description:
It was reported that the patient has had pain and an infection in left shoulder after primary surgery. Patient had implant removed . Ex-ray shows a gap of 1/4 inches. Patient still has pain and can't sleep at night.

Manufacturer narrative:
The reported event of the infection for superior plate - decreased curvature variax clavicle 7 hole / left could be confirmed. Based on the investigation, the root cause could not be identified. It was not possible to identify the root cause because the document: infection complaints _ checklist customer has not been filled and returned by the customer. According to (B)(6), m.d. Patient "suddenly developed painful swelling in the left clavicle incision area about six weeks after surgery initially and then small open removed non absorbable stitches in distal end of the incision wound area. We continued oral antibiotic treatment; however, infection has now been controlled and another large swelling and redness in the medial incision area noticed and subsequently, the patient became a candidate of urgent surgical intervention and prior to operation, it was found that infection did not spread deep to hardware, which was already exposed at that point and then, it was necessary to remove hardware in order to promote healing". ((B)(6) op, operative report, post op pathology & radiology report progress notes from (B)(6) medical (B)(6) 2015. Log). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed. The complaint was received as a recon manufactured device. Initial MDR report was sent to the FDA under MFR report (B)(4). Addition device information was received which changed the manufacturer to (B)(4). (B)(6).

Event description:
It was reported that the patient has had pain and an infection in left shoulder after primary surgery. Patient had implant removed . X-ray shows a gap of 1/4 inches. Patient still has pain and can't sleep at night.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left stryker shoulder. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.